Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.

Manufacturer narrative:
Manufacturer report number 0001811755-2016-01806 was filed in error. Additional information regarding the event clarified that the customer did not experience a reportable event per 21 cfr 803:20. Account stated issue was with core console with error message. Not reportable.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.